Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. William states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 350mg/dl fasting. Verified test strips expire 01/25/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 232mg/dl and 228mg/dl non-fasting. Reviewed meter memory: (B)(6). Memory concerns: with the result of the hi result in the meter's memory, I spoke to william in regards to the customer he advised that the nurse had taken a test within 45 minutes before and the result was 294mg/dl. Adverse event not reported.